Event description:
It was reported that prior to surgery, it was observed that the motor device had a ¿ripped cord with exposed wires.¿ reportedly "someone pulled the cord too hard." There were no delays to the scheduled surgical procedure as an identical spare device was available. There was no patient involvement reported. Therefore, there were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.